Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
The device was returned to the manufacturer with no complaint. The device was reported to be replaced due to early replacement indicator (eri). No rotor or dye studies were performed. No patient injury occurred. The patient recovered without sequela. The device underwent routine analysis.

Manufacturer narrative:
Destructive analysis was completed and no additional anomalies were found.